Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to vascular trauma (aortic dissection).

Event description:
On (B)(6) 2012, the patient underwent endovascular repair of a chronic type-b thoracic aortic dissection using a gore® tag® thoracic endoprosthesis (tgt3715/(B)(4)). The patient tolerated the procedure. Later in a follow-up study, it was revealed that a new entry tear had been created around the distal end of the existing endoprosthesis (distal stent-induced new entry, d-sine). On (B)(6) 2018, a reintervention was performed whereby two conformable gore® tag® thoracic endoprostheses were implanted to exclude the new entry tear. The patient tolerated the reintervention procedure.